Manufacturer narrative:
The report of a heparin infusion running faster than expected could not be confirmed or duplicated. Log analysis of the pump module shows it began an infusion of the drug heparin, 25000unit/500ml on (B)(6) 2015 at 02:52pm. The rate of the infusion was at 18.8ml/h with a vtbi of 500ml. The infusion was stopped at 03:30pm with programming a delay of 60 minutes. The pump module was turned off and removed at 03:35pm. The total volume infused was recorded at 11.575ml. Testing and inspection of the returned infusion system noted no issues or anomalies with their ¿as-received¿ condition and that the infusion system was infusing within specification. The root cause for the customer¿s report could not be identified.

Event description:
The customer provided a copy of a medwatch report that states "patient started on heparin drip. Hung per protocol by rn and charge rn at 15:55. Rn entered room for bedside report at 15:28. Husband stated "heparin is going in very fast". Rn looked at rate which was programmed correctly at 18.8ml/hr. Rn then noticed almost all of the heparin in bag had infused except for approx 50ml. (500 ml total). Heparin drip was immediately clamped. Per the pump, it showed only 11.6 had been infused. Rn had oncoming rn and two other rns verify pump was programmed correctly. Md calculates patient got approx 22,500u of heparin over about 30 minutes. Patient was given protamine for reversal. Labs watched closely. Heparin restarted following day and patient discharged (B)(6) 2015 with no adverse effects from infusion."

Manufacturer narrative:
This file is a duplicate to MFR report #2016493-2015-00114.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.